Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging redirected product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (06/11/2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 05/21/2013 with the following findings: the product was documented under the incorrect country, the intended country is (B)(6) instead of USA. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.